Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 100% stenosed lesion was located in a severely calcified and moderately tortuous superficial femoral artery. The lesion was approached posterior of the knee. A non bsc guidewire crossed the lesion. On the second inflation the sterling es otw 1.5mm x 20mm x 142cm was inflated to an unknown atmosphere and ruptured. The balloon was removed intact. The procedure was completed with another of the same device. The patient status is listed as good with no complications reported.

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)